Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer (niti surgical solutions inc.; (B)(4)), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The compression element of the device (ring) was returned and evaluated by the manufacturer. No failure was detected and the ring was found to be within its specifications. The production history files were reviewed, indicating that the device was released according to the product specifications. The pt underwent a sigmoidostomy that was complicated with an event of bleeding necessitating the addition of sutures over the anastomosis which was later found totally open. Anastomotic leakage is an anticipated complication of colorectal anastomotic procedures and the current cumulative leak rate found with the use of the colonring device is within the range reported in the literature for anastomosis devices.

Event description:
Pt suffering of diverticular disease underwent open sigmoidectomy. The anastomosis was created using the colonring device. During the procedure small anastomosis bleeding was detected which was resolved by addition of sutures over the anastomosis. On pod 5, pain occurs after second defecation. One hour later, re-operation was conducted and the anastomosis was found totally open. The colonring was closed and hanging at one small point in the proximal side. Re-laparotomy with stoma and blind obstruction of the rectum was conducted.